Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, following an open coronary artery bypass graft, the patient was brought back to surgery because of bleeding due to a suture or clip applier that was used. The patient was re-operated to stop the bleeding. It was noted that the surgical time was extended for more than 30 minutes. The patient's hospitalization has been extended as well.